Event description:
Customer reported receiving a failed battery alarm and a battery out limit alarm. The blood glucose reading was 162 mg/dl. Customer reported that she cleaned the battery compartment and changed the battery after noticing it was corroded. She stated that the battery cap contacts were not damaged or missing. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected failed battery test or battery out of limit. However, the device was received with corroded battery tube, scratched display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.